Event description:
It was reported that during initial training on new cardiosave intra-aortic balloon pump (iabp). The iabp switched once to battery and then ac power restored not switching back from battery back to ac power. During one initial start up a loud continuous alarm was heard that only went away by powering down unit and then restarting. There was no patient involvement as the unit is not in use yet.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. After extensive testing, the national repair center could not verify the failure of the unit not indicating ac on the display monitor when the unit was plugged into ac. The ac indicator was observed at all times when the unit was plugged into ac. The power management board is being sent to the supplier per procedure. A supplemental report will be sent upon completion of this evaluation.

Event description:
It was reported that during initial training on new cardiosave intra-aortic balloon pump (iabp). The iabp switched once to battery and then ac power restored not switching back from battery back to ac power. During one initial start up a loud continuous alarm was heard that only went away by powering down unit and then restarting. There was no patient involvement as the unit is not in use yet.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier could not verify the failure of the unit not indicating ac on display monitor when plugged into ac. The supplier did observe that the unit did not recognize bulk junior at slot 1. The supplier replaced u10,u5,u4 and u7 and tested the board 3 times and the power management board still failed. The supplier determined that the power management board could not be repaired and sent the board back as "un-repairable, power management board is scrap". The national repair center installed the power management board into the cardiosave test fixture to verify that indeed the board was scrap. The unit would not turn on. The board is scrap. The power management board is being retained in the nrc per procedure.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to duplicate the reported issue. The stm troubleshot to power management board, to address the issue the stm replaced the power management board. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6).

Event description:
It was reported that during initial training on new cardiosave intra-aortic balloon pump (iabp). The iabp switched once to battery and then ac power restored not switching back from battery back to ac power. During one initial start up a loud continuous alarm was heard that only went away by powering down unit and then restarting. There was no patient involvement as the unit is not in use yet.